Event description:
It was reported by service report that the power cord is missing its ground prong. No adverse consequences have been reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.